Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-00474; related manufacturer reference number: 1627487-2021-01031; related manufacturer reference number: 1627487-2021-01039; related manufacturer reference number: 1627487-2021-01040; related manufacturer reference number: 1627487-2021-01042; related manufacturer reference number: 1627487-2021-01043. It was reported that the patient had an infection that started at the ipg site and spread to the extension. As a result, the patient's system was explanted and the patient is healing.